Manufacturer narrative:
(B)(4). The event occurred on an unspecified date in (B)(6) 2015. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as suspected touch contamination. Peritonitis was manifested by turbid drainage. On an unreported date in the same month as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics (route, dose, frequency, and duration not reported) for peritonitis. Physioneal 2.5% therapy was reduced and physioneal 4.25% therapy was discontinued. At the time of this report, the patient was recovered from the event but remained hospitalized for observation. Antibiotic therapy was stopped. Retraining on peritonitis prevention was performed. No additional information is available.